Event description:
Two incidents of the patient's transfer set coming loose from the plastic adapter on the catheter. Patient's set was changed following both incidents. Per spouse, prophylactic antibiotics were given and no patient injury was associated with these incidents.